Manufacturer narrative:
Journal article: percutaneous treatment of unprotected left main disease with thinstrut durable-polymer or early generation thicker-strutted and coated bioabsorbable-polymer drug-eluting stents in a large-scale registry authors: michael s. Lee, jeehoon kang, kyung woo park, haechan cho, hak seung lee, jung-kyu han, han-mo yang, hyun-jae kang, bon-kwon koo, hyo-soo kim journal: cardiovascular revascularization medicine year: 2021 reference: doi.org/10.1016/j.carrev.2020.12.034 patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic device used in the patient cohort may have caused or contributed to the deaths was provided age or date of birth: average age, sex: majority gender, date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - percutaneous treatment of unprotected left main disease with thinstrut durable-polymer or early generation thicker-strutted and coated bioabsorbable-polymer drug-eluting stents in a large-scale registry - was submitted for review. The aim of the study was to compare percutaneous coronary intervention (pci) using durable polymers versus early-generation, thicker strutted and coated bioabsorbable polymers for unprotected left main coronary artery (ulmca) disease. The primary end point of the study was 3-year target lesion failure (tlf) after propensity score matching. Medtronic resolute integrity, resolute onyx and endeavor resolute coronary drug eluting stents were among the stents used in the durable polymer group. Three year clinical outcomes reported included cardiac death, non-cardiac death, myocardial infarction (mi), target vessel revascula rization (tvr), target lesion revascularization (tlr), cerebrovascular accident, bleeding, stenosis and definite or probable stent thrombosis.